Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented for routine follow-up and during the evaluation the bifurcated stent graft was found to have migrated 1 cm distally. The migration was attributed to disease progression. There was also a distal type I endoleak on the right ipsilateral side and this was also attributed to disease progression (aneurysmal iliac artery). The decision was made to treat the patient with an endurant aui that was placed on the right side and extended with an endurant iliac limb down into the right common iliac artery followed by a fem-fem bypass. Both the migration and endoleak were successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (disease progression). Conclusion: inherent risk of procedure (stent graft migration, endoleak); device failure/lack of effectiveness related to patient condition (disease progression).